Manufacturer narrative:
B5 correction: describe event updated.

Event description:
Subsequently, it was noted that the shockwave balloon was used prior to the perforation. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - guide wire selection incorrect.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous superficial femoral artery (sfa). An emboshield nav6 embolic protection system (eps) was used with a viperwire and when attempting to capture the filter with the retrieval catheter it was noted to be difficult. The filter was able to be captured; however, there was resistance between the viperwire and retrieval catheter. Both became stuck to each other; therefore, the entire system was removed. Once outside the anatomy the devices were pulled apart and the nylon ring was noted to fractured. While taking the devices apart the retrieval catheter did become twisted. Intravascular ultrasound (ivus) was taken and a small perforation was noted. A 6.5 shockwave balloon was used; however, made the perforation worse. A 6.0 unspecified balloon was used for about 5 minutes to perform tamponade and minimized the perforation. A supera was implanted and perforation was no longer visible. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported retraction problem and difficult to remove could not be replicated due to the condition of the returned device. The reported break was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the barewire was not used during the procedure. The emboshield nav6 instruction for use (IFU) states: ¿the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element¿. In this case, it could not be determined if failing to use the barewire filter delivery wire caused or contributed to the difficulties. Based on the reported information and analysis of the returned product, the reported retraction problem and difficulty removing resulting in perforation and unexpected medical intervention was likely due to circumstances of the procedure. It is likely that the tip of the retrieval catheter became compromised during retrieval of the filter causing the viper wire and retrieval catheter to become stuck. As a result, damage/separation of the retrieval catheter tip occurred and while attempting to remove the devices the perforation occurred resulting in unexpected medical intervention to treat the perforation. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.